Manufacturer narrative:
RMA was issued and the reported device has not been returned to the MFR. The replacement parts originally sent to the site were incorrect and were returned unused.

Event description:
A medtronic rep reported that while on site, he found that the pins in the on/off switch were bent or damaged on the tria system. This event occurred during a scheduled maintenance site visit. No pt was present.